Event description:
Hcp reports patient presented in october, 2005 with signs of infection including redness, swelling, and pain along the lead track. Perioperative antibiotics were administered. It was unk if cultures were obtained. The patient was treated with IV and oral antibiotics and underwent device explanation. The device was not returned to the manufacturer for analysis. The reported infection has resolved.